Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a patient did not seem to be draining post certas plus valve implant even after being reprogrammed and revision surgery was required. Surgeon confirmed distal catheter flow with manometer. It appeared that ventricular catheter was patent as well, but surgeon was not comfortable with its placement, so he replaced the ventricular catheter and the valve.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no drainage issues were noted.